Event description:
A surgeon reported a pt presented on one day post-op with iritis. The doctor noted that the phaco sleeve used during the procedure was "unevenly pigmented and had dark speckles" and wondered if this could have been the cause. Additional information from the customer indicated that there were no samples retained as all items were disposed immediately after the case.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).